Event description:
The reporter/school nurse contacted animas on behalf of the pt alleging that the pump was not responding to button presses and was frozen. The reporter denied that the pt suffered any adverse blood glucose events due to the alleged issue.

Event description:
It was reported that during an unknown procedure, the device would close to fire the clip but it would not open to fire a second time. It is unknown how the procedure was completed. No patient impact was reported. No other details are known of the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty the analysis results found that the device was received in good visual condition, empty and with the orange indicator over traveled. Please note that the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. The event described could not be confirmed as no functional testing was performed, as the device was returned empty. The batch record was reviewed and no anomalies were noted during the manufacturing process.